Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for left internal iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath. The procedure was initially planned to use an inverted iliac leg technique, in which the excluder contralateral leg component is intentionally modified by removing it from the original delivery system and reloading it in a reversed orientation to accommodate anatomical requirements. During device preparation and priming of this modified (inverted) contralateral leg, a shaft breakage was identified at the distal end of the constrained stent graft. The shaft appeared twisted, and the mandrel could not be reinserted. Advancement of the guidewire was also considered difficult due to this condition. Because of the device malfunction, the intended inverted limb technique could not be performed with the initial device. Therefore, another contralateral leg component was used for the procedure. However, during deployment of this inverted contralateral leg, the proximal end of the device was positioned more proximally than intended (intended to be deployed from common iliac to external iliac), extending into the aorta. Consequently, the initial treatment strategy could not be achieved, and the procedure was converted to full deployment of a bifurcated y-type stent graft system using the excluder device. In addition, damage to the hemostatic valve of the sheath occurred, resulting in blood leakage during the procedure (timing unknown). Another sheath was used for the remaining procedure. The patient tolerated the procedure. No injury to the patient was reported. The reporting physician noted that the overall setup of inverted contralateral leg was not different from usual practice.